Event description:
Healthcare professional reports results lower than reference with the protime microcoagulation system. Testing was performed prior to dialysis treatment. Protime generated 2.6 inr and reference lab drawn at the same time generated 6.78 inr. Pt¿s therapeutic range: 2.0-3.0. No adverse event(s) reported.

Manufacturer narrative:
(B)(4). Customer provided cuvette lot# lip3c425. Method: actual device evaluated (instrument). Customer returned samples tested (single-use disposable). Process eval performed. No related ncmrs, complaint trends or CAPA identified. Results: no failure detected. Conclusion: unable to confirm complaint. No failure detected, device operated with spec.